Manufacturer narrative:
Batch reviews: from the document review of the lot involved (095874 - (B)(4) terminal impactors produced) no anomalies were found. No similar problem occurred on items of the same lot. Also concerning the cup, the batch review did not result in any anomalies: (B)(4) cups of the lot 134524 have been produced and (B)(4) have been sold w/o any similar issue. The failure mode is unlikely to cause pt harm, event if it can lead to add'l steps to fix the problem.

Event description:
Ref # imp (B)(4).